Manufacturer narrative:
This ra lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during the implant this patient went into a cardiac arrest and an attempt to simulate the heart with this right atrial (rv) lead was not successful thus a temporary pacemaker was inserted. No adverse patient effects were reported. This ra lead will be returned.

Manufacturer narrative:
This ra lead has not been returned for analysis. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant this patient went into a cardiac arrest and an attempt to simulate the heart with this right atrial (rv) lead was not successful thus a temporary pacemaker was inserted. A helix issue was also reported. No adverse patient effects were reported. This ra lead has not been returned despite efforts to obtain this information.